Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: adverse clinical events caused by pacemaker battery depletion: two case reports. Bmc cardiovascular disorders. 2020. 20:344. Doi.org/10.1186/s12872-020-01622-x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemaker battery depletion. The article reports a patient who presented to the emergency department with angina pectoris and dyspnea. It was noted after the implantable pulse generator (ipg) interrogation that the patient¿s symptoms corresponded to pacemaker syndrome with the device at elective replacement indicator (eri), which included absence of rate response to physiological need, loss of atrioventricular synchrony and retrograde ventriculoatrial conduction. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.